Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urinalysis transfer straw kit there was missing component of the product. The following information was provided by the initial reporter. The customer stated: "one transfer straw was missing the holder/safety device over the needle."

Event description:
It was reported when using the bd vacutainer® urinalysis transfer straw kit there was missing component of the product. The following information was provided by the initial reporter. The customer stated: "one transfer straw was missing the holder/safety device over the needle."

Manufacturer narrative:
H6: investigation summary: material #: 364943. Lot/batch #: 1251379. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing holder with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing holder. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.